Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section a, additional patient information: patient height: 174cm. E1 - initial reporter full phone number: (B)(6) .

Event description:
The event involved a plum a+ wireless pump new spanish 110v and it occurred on the 5th floor of the hospital. At 11:00 am, it was reported that the pump was programmed with doxorubicin 20mg in 500 ml of 0.9% saline solution at 21 ml/h (presentation x doxorubin 50mg injectable powder, an ampoule was used). In the same way, vincristine 0.8 mg of 0.9% saline solution was administered with a speed of 21 ml/h, (presentation by 1mg/1ml injectable solution, an ampoule was used) and finally by macrodrip equipment in concomitant infusion of etoposido 100 mg in 500 ml of 0.9% saline solution to go to 21 ml/h (20mg/ml presentation (100mg/5ml) an ampoule was used). The patient was tolerating the treatment, and on (B)(6) 2023, it was observed that the medication container of etoposido 100 mg was completely full and did not insfuse correctly. This medication was returned to the mixing center with the return sheet to make the respective disposal. The pump was isolated after the event. As a consequence of this event, the medication therapy of etoposido was not given to the patient and there was a delay in therapy. However, no one was reported as harmed as a result of this event.

Manufacturer narrative:
The infusion pump was returned for complaint investigation. First, a visual inspection was performed and the device was found in normal condition. The only exception was that the device had only 3 rubber feet but this does not affect the operation of the device. The pump passed all performance verification testing (pvt). The device's event history was evaluated and the following was identified as a result of the review: -two simultaneous infusions were found (channel a and b at the same time), both programming with a flow rate of 21 ml/hr and a volume to be infused (vtbi) of 500ml. These two infusions are probably one of the first two drugs the customer mentioned, doxorubicin and vincristine. -the last infusion start programmed in the device was reviewed and the following was found: duration 50 hours dose rate: 10 ml/hr delivery rate: 10 ml/hr vtbi: 500 ml only the vtbi of 500 ml corresponds to the values reported by the customer to infuse the drug etoposide, after the user opened the door of the device (error code n250 door open when pumping was noted on the event history). After, the device was turned off by the user. This infusion worked from 14/jul/2009 from 8:22 to 10:12 on the same day, for a duration of 1 hour 50 minutes. With this duration of 1 hour and 50 minutes, it is estimated that the device infused 18.3 ml. For this reason, it is likely that the 500 ml that remained in the bag contained was not delivered in its entirety. A customer protocol was tested. The device was programmed in channel a to deliver a volume of 500 ml in 23 hours 48 minutes, at a flow rate of 21 ml/hr, resulting in 512 ml delivered in 25 hours 3 minutes. 500 ml *5% = (+/- 25 ml) with a tolerance of +/- 5%, the delivery value was found in the allowed range. The delivery margin of error was + 12ml. According to the customer's experience, the device did not deliver the medication. But the client's protocol tests determined that the device worked 23 hours 45 minutes without interruption and the infusion was completed without low deliveries or value alterations. The investigation concludes that the pump delivered as programmed. The probable cause is programming error. D9 - date returned to mfg: 5/25/2023.